Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. Lower case was found cracked. Syringe near empty message and super cap post error were found in pump event history log. Reported problem was unable to be duplicated during syringe test. The root cause of the reported issue was not able to be determined. Actions were taken to mitigate the reported issue: repair was not needed due to no problem found and replaced main board for preventive.

Event description:
It was reported that the device is showing near empty on syringe error and post super-cap fail. No patient injury was reported.